Manufacturer narrative:
(B)(4), this follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of complaint histories identified additional similar complaints for the reported products and additional similar complaints for the reported part and lot combinations. Complaints are monitored through monthly complaint review in order to identify potential adverse trends. X-ray image was received and reviewed by a radiologist, see attached final report: assessment of imaging: an intramedullary nail traverses an oblique diaphyseal fracture of the humerus. Fracture lucency remains and alignment is anatomic. The 3 proximal fixation screws appear to have retracted from the proximal humerus and this could be confirmed by comparison with earlier post-operative images. The distal end of the nail is not included on the image. It can be assumed that multiple contributing factors, related to either patient condition and behavior or implantation procedure, contributed to the migration of the screws. If and to what extent any of these aspects may have influenced the migration of the screw remains unknown. An additional deeper investigation was performed which identified the design limitation of the corelock mechanism of the affixus nail as a potential contributing factor. As part of the deeper investigation, a scientific literature search was conducted and a systematic review of the outcome of intramedullary nailing for acute proximal humerus fracture showed that screw migration and perforation into the joint is the second most common complication following secondary loss of reduction. In addition, scientific literature of competitor and predicate devices were assessed. This review has shown that the affixus® natural nail® proximal humeral system performs better and/or in equal range in comparison with legally marketed similar devices. In conclusion, as the cause may be multifactorial an exact root cause could not be identified for the migration of the screw. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). G2: report source japan the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: mdr354464, mdr354465, mdr354470.

Event description:
It was reported that patient underwent revision approximately 4 weeks post implantation as the surgeon found all proximal screws were backed out from the proper position. The patient complained of pain and a reoperation is scheduled. Attempts have been made and additional information on the reported event is unavailable at this time.